Event description:
It was reported that the patient came for first pacemaker clinic follow up since implant. Right ventricular (rv) capture was impossible to obtain, there was a rv lead warning message in the observation tab from quick look screen. Physician asked for a chest x-ray. Result of the image confirmed the lead has perforated the myocardium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).